Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the specimen retrieval bag broke. They used another bag to resolve the issue. There was no patient injury.